Event description:
It was reported that left side dbs lead had impedances. On (B)(6) 2026 surgery was attempted to test the extension / lead connect to identify the problem device. After testing it was confirmed that the lead is impeded. Surgical intervention took place wherein the lead was explanted and replaced. During the procedure, the extensions showed high impedances when connected to the new lead. The extensions were also explanted and replaced. Effective therapy was restored. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: infinity dbs lead, model: 6170, UDI: (B)(4), serial: (B)(6), batch:10146773.